Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the set was leaking at the male luer during an infusion. No patient harm was reported.

Event description:
The customer reported that the set was leaking at the male luer during an infusion of prbc 10 minutes after the start of the second prbc bag.

Manufacturer narrative:
Concomitant medical products: baxter nacl 250 ml din: (B)(4). Lot w8e15c2. Exp august 2019. The customer's report of a leak at the male luer was confirmed. Functional testing resulted in leaking from the engagement between the primary set's distal luer and the maxzero valve; further inspection of the valve's top component showed a microchannel/scratch within the interior diameter. The cause of the leak was a microchannel/scratch within the interior diameter of the needle free valve, caused by a manufacturing issue.